Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the user had forgotten the precleaning at the bedside and the cleaning the instrument channel of the subject device with the cleaning brush before the reprocessing with a non-olympus automated endoscope reprocessor, endoclens. The user noticed this phenomenon a few days later, but the user facility judged that the infection risk is low for the patient whom was used the subject device after this phenomenon and decided not to take any treatment to that patient. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. The exact cause of the reported event could not be conclusively determined. However based on the report, omsc surmised there was the possibility that the reported issue was attributed inappropriate and/or the insufficient reprocessing. If additional information becomes available, this report will be supplemented.